Manufacturer narrative:
No lot number is available.

Event description:
Craniotomy. Surgiflo was used and got pulled into a vessel. Patient had to have a clot retrieval procedure. Unknown surgical delay, unknown patient consequence